Event description:
Device 3 of 3. Reference MFR report: 1627487-2013-1032. Reference MFR report: 1627487-2013-1033. It was reported the pt underwent revision surgery on (B)(6) 2012 to reposition her occipital lead (off label use) to provide better coverage. The pt is now receiving 80% coverage and is satisfied with her stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.